Event description:
It was reported that the surgeon inserted aa4204vl silicone plate lens and the lens tore upon insertion. The lens was removed without enlarging the incision and there was no pt injury.

Manufacturer narrative:
Evaluation: visual inspection of the returned product showed that half of the lens was torn off and missing. There was evidence of a clear surgical residue. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.